Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/03/2014 with the following findings: the pump case and the clip insert on the back of the pump were intact; no pieces of the clip were stuck in the pump clip insert. The pump clip was not returned with the pump. The complaint that a piece of the clip was stuck in the pump was not able to be confirmed during investigation. No defects were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (casing/condition issue) issue. The reporter stated that a piece of the clip had broken onto the pump and that they had been unsuccessful in trying to remove it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.